Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp ivtm system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console (B)(4) displayed multiple mid09 (air trap assembly) error messages. The user was unable to resolve the issue. No further information was provided. No impact or known patient consequence was reported.